Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's procedure to address an inoperable ipg issue on (B)(6) 2021 (reference reg report: (B)(4)) showed the patient's lead had multiple contacts with high impedance. In turn, the lead was explanted and replaced to address the issue.